Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of approximately 500 mg/dl. The customer attempted to address the elevated bg by delivering a correction bolus. Upon being admitted into the hospital, intravenous insulin was administered to address the high bg. Reportedly, the customer was released from the hospital on (B)(6) or (B)(6) with no permanent damage.